Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 419488 lead (B)(6) 2006; 5071-53 lead (B)(6) 2004; d274trk ICD (B)(6) 2010. (B)(4).